Event description:
Report received of a non-delivery of IV fluids. The pump was programmed to deliver d5 1/2 ns at an unspecified rate. It was reported that drops were noted in the drip chamber for the first 45 minutes of therapy. Reportedly, "a few hours later", the device was no longer delivering. The pump was incrementing as though fluid were delivering, but no drops were noted in the drip chamber. It was unknown if the pump was alarming. The patient's port-a-cath was reported to be clotted and required tpa administration to successfully declot the line. There was no additional medical intervention required. Though requested, there was no further information available.